Event description:
It was reported that saline leaked from the sheath. The 90% stenosed target lesion was located in the severely calcified and tortuous mid right coronary artery (rca). A 1.50mm rotapro was selected for a percutaneous coronary intervention (pci) procedure in the rca. During procedure, it was noted saline was leaked from the sheath before the burr enters patient body and the procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. A photo was attached to the complaint detailing the location of the sheath leak. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was damaged with two holes 17mm distal of the burr catheter strain relief. The holes located in the sheath during analysis are consistent with the location of the holes provided in the attached photo. The damage is consistent to the damage caused by over-tightening the hemostasis valve and causing a hole and the saline to leak.

Event description:
It was reported that saline leaked from the sheath. The 90% stenosed target lesion was located in the severely calcified and tortuous mid right coronary artery (rca). A 1.50mm rotapro was selected for a percutaneous coronary intervention (pci) procedure in the rca. During procedure, it was noted saline was leaked from the sheath before the burr enters patient body and the procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.